Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the distal tip of the fiber was black and got burned. It was suspected that due to this damage, the device stopped firing. A second fiber was used to complete the procedure with no clinical consequences to the patient. Analysis of the returned device identified the glass cap detached.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the report of the tip of the fiber being burned was confirmed through product analysis as the metal cap had severe detritus adhesion. Visual examination of the fiber also identified the glass tip was detached/separated. The identified detritus adhesion likely contributed to elevated temperatures near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber tip damage, including glass cap detachment. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg to 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. DHR review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the device identified that the glass tip was detached/separated and was not returned. The metal cap had severe detritus adhesion, indicative of prolonged tissue contact, and the level of devitrification was not able to be confirmed due to detachment of the glass cap. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed no signs of additional breakages along the length of the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass tip being detached/separated. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.